Event description:
A customer contacted beckman coulter regarding an erroneously low platelet (plt) result not flagged by the coulter lh 750 instrument. A patient sample was tested for plt and result of "60 x 10^3 cells/ul" was obtained. The result was not flagged and was reported out of the lab. The customer tested the patient original sample for plt on another instrument in their lab. Plt result of 64x10^3 cells/ul was printed with an "r" and "platelet clumps" flags. On the next day, the pt original sample was re-tested for plt on the coulter lh 750 instrument; the result of 60x10^3 cells/ul with no platelet clumps flag was obtained; however, an "immature bands" (imm ne1) flag was generated. The customer then performed a manual scan and plt result of 100x10^3 cells/ul was obtained. A corrected report has been issued. Based on information provided there was no change to patient treatment as a result of this event.

Manufacturer narrative:
Investigation summary (post event): qc is run 3 times per day and was assayed prior to the event. The instrument was performing within specifications for accuracy and precision with respect to controls. The specimen was collected in a 5ml purple top venipuncture tube and analyzed within 20 minutes after draw. The erroneous results occurred in primary mode on a specific sample. The event was reviewed by beckman coulter software engineer. The software engineer found that plt histogram was slightly abnormal; however, these abnormalities did not provide unique significant features for instrument to generate a plt clump flag. The instrument flagged "immature band" for this sample. Per product labeling: "beckman coulter inc. (Bci) does not claim to identify every abnormality in all samples. Bci suggests using all available flagging options to optimize the sensitivity of instrument results." A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.